Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01563. This report is being submitted as additional information. Approximate age of device - 5 years, 4 months. Device analysis: the evaluation of the device confirmed the report of percutaneous lead wire damage that would have caused the reported pump stoppages. Examination of the pump's blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces revealed no anomalies. The percutaneous lead (lead) was cut approximately 10 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments. The distal end bend relief was noted to be separated from the metal connector. Electrical continuity testing of the distal returned portion of the percutaneous lead revealed that both the black and brown wires were open circuit. An intermittent electrical connection could be made between the conductors of each wire when the lead was manipulated adjacent to the metal connector. The metal braided shield showed severe breakdown consistent with almost 5.5 years of use along the length of the distal end of the lead, including in the area adjacent to the metal connector. Visual inspection of the wires revealed that the black and brown wires were completely fractured adjacent to the metal connector. The surrounding wires at the metal connector showed evidence of kinking and insulation abrasion, but were otherwise unremarkable. The damage to the black and brown wires adjacent to the metal connector appeared to be the result of fatigue failure due to repetitive flexing of the perc lead in this area. Examination of the internal portion of the lead also revealed a few areas of breakdown of the braided shield, which appeared most significant at approximately 7.5-8.5 and 10-11 inches from the pump housing. Examination of the underlying wires revealed very small breaches in the insulation of the brown and yellow wires at approximately 7.5 and 10.5 inches from the nipple of the pump housing, respectively. The observed wire damage in these locations appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and hipot testing of the remainder of the returned perc lead segments revealed no additional areas of compromised wire insulation. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppage events. The reported pump stoppages could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made simultaneous contact with the braided shield while operating on battery power or on a tethered power source using a grounded or ungrounded patient cable. Moreover, the black and brown wires comprise one complete phase of the three-phase motor. At least one wire from each phase must be intact for the pump to operate. The loss of electrical continuity in both the black and brown wires would have resulted in the reported pump stoppages while the patient was connected to either a tethered power source or to battery power. The heartmate ii lvas patient handbook contains a section on ¿caring for the percutaneous lead¿; however, all heartmate ii percutaneous leads have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the lvad was producing pump off alarms and that the driveline did appear to be damaged. The patient was asymptomatic. The patient was taken to surgery for an immediate pump exchange. No additional information was provided.